Event description:
It was reported that prior to removing the patient¿s implantable neurostimulator (ins) due to normal battery depletion, impedances were checked and all values were less than 1,000 ohms. After the ins was replaced, all impedances on the left except for c0 showed open. The right lead did not have any issues. To troubleshoot the healthcare professional (hcp) dried the leads off and then replaced them. The hcp then placed the right lead into the other port and they continued to see the open impedance values. During the patient¿s prior ins replacement, there were opens on the left lead that resolved after surgery when the patient was ambulatory. Since this happened before, the hcp decided to close the patient to see if the impedances resolved post operation. Post operation, the manufacturing representative performed a lead connection check and they saw ¿3 okay¿ on the screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2014-24077.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v265025, implanted: (B)(6) 2009, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that the exploratory surgery was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that exploration of the extension, lead, and implantable neurostimulator (ins) found the lead was electrically sound and the extension on the left side had multiple open circuits that did not resolve when tested on the right and left sides of the ins. A new extension was used and the open circuits were resolved. The existing ins and lead were left implanted.

Event description:
Additional information received reported that all impedances were greater than 40,000 ohms except for case and zero which were 791 ohms. The impedances had not resolved since implant. An x-ray was done and there were no obvious mechanical issues found. No fractures were noted on the x-ray. Multiple attempts were made to ensure that it was not an implantable neurostimulator (ins) and extension interface issue, but there was no success. The patient was waiting to be scheduled for an exploration of the lead/extension connection and lead impedance test.